Event description:
The customer reported less than five (5) milliliters of clear fluid leaked from the probe wash and onto the counter involving the coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from the probe wash due to the rinse cup not covering the blood sampling valve (bsv) probe during cleaning - the cylinder was blocked. The fse removed the broken ground wire, which was impeding the action of the probe rinse cylinder. The fse completed multiple secondary mode reproducibility tests with no evidence of fluid leak. In addition, the fse observed false differential counts due to erythrolyses pump leaking. The fse replaced the erythrolyses and stabilyse pumps and adjusted the pumps for the number of cell counted above 7750, and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).